Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead was stuck to the header. The set screw was unable to be loosened despite using multiple wrenches. Upon silicone oil application, the set screw was removed from the header. The physician however unable to torque the device and lead enough to remove the rv lead, resorted to sawing the header apart. The pacemaker was explanted and the rv lead was connected to the new pacemaker. The patient was in stable condition.